Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the implantable neurostimulator (ins) is overdischarged because of the "reposition antenna" screen the patient saw. However, it was then reviewed that the ins would not be in overdischarge as the patient had it implanted 3 days prior to date notified, and that the "reposition antenna" is telling them either the antenna is not placed correctly or that swelling is possibly a factor. Communication with another external device could not be accomplish, and there was swelling noted at the pocket site as implantation was performed 3 days prior to date notified. It was stated the patient came into the clinic discharged on date notified, and were then walked through charging the ins to 50%. The patient is running at 9.0v for therapy. Troubleshooting could not be performed as the rep did not have access to the patient or product, but it was confirmed they were able to get 6-8 coupling bars in the office on date notified. The patient also had a sudden return of symptoms due to not having therapy. Additional information received from the rep on (B)(6) reported that the symptom return, deice discharge, difficulty charging, and swelling as been resolved. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.